Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: ne u_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
Additional information received reported the patient had a back surgery near the catheter and the neurosurgeon was not sure that he missed cutting the catheter. It was deemed not affected since the patient continued with good relief. There was no problem with either the pump or catheter. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient needed a magnetic resonance imaging (MRI) scan which then required the removal of the patient¿s ins system (see manufacturer report #3004209178-2014-18375). Reportedly, the infusion pump catheter was initially thought to have been spliced while the surgeon was removing the other system. The surgeon stated the ascenda catheter could not be seen on x-ray and this was the reason the catheter was spliced. The patient was scheduled to have the catheter replaced on (B)(6). The patient was given oral meds to get her through until the catheter replacement. Oral dilaudid, 4 mg up to 6 per day; fentanyl patch 75 mcg; clonidine 0.1 mg up to 3 per day for withdrawal; librium 25 mg up to 4 per day. This device system delivered sufenta. Later, the patient stated they were worried the pump ¿reservoir¿ was compromised during the ins removal surgery and thought that was to be replaced but reported that they did not need to replace it. It was then further clarified that the patient did not end up having surgery to repair the catheter. The patient had no symptoms of abstinence syndrome or an increase of pain and the physician now believed that he had not cut the catheter after all during the ins removal surgery; the catheter remained intact. The patient continued with sufenta 163 mcg/ day with good pain relief. Additional information was requested to verify the allegation of the pump reservoir, but this was not available at the time of the report. Should additional information be received, the event will be updated.